Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a routine follow up and the pulse generator exhibited backup vvi operation. On (B)(6) the device was interrogated and an error message displayed. The device was programmed to nominal settings and normal function ensued.